Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. Additional tests were conducted and the reported issue could not be reproduced. The clamp was disassembled, connections and contacts were cleaned and re-seated. No components have been replaced since the device was found to be working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As per previous follow up report, the most likely root cause was an intermittent faulty connection between the clamp boards which was resolved by cleaning and re-seating of clamp components.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave an error message when cleaning up after the operation and open / close function buttons on the cp5 panel disappeared. Issue did not improve despite unplugging and re-plugging in the cable. There was no report of patient injury.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases, the error codes of the erc clamp can be due to: - blocked erc motor; - blocked spindle; - defective boards; - defective hall sensors located in the stator. A livanova field service representative was dispatched to the customer facility: the reported fault was not reproduced. The unit was internally visually inspected by the authorized field service technician: - no fluid ingress was detected; - no deviations on plug-in connectors was detected; - no deviations on the boards were detected; - no mechanical failure of component was detected. Based on findings, the most likely root causes was an intermittent failure of the clamp boards, which will be replaced as per equipment maintenance intervention prevention.

Event description:
See initial report